Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), product type: programmer. Patient product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 2000, product type: lead.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Product ID 7434a, serial# (B)(4); product type programmer, patient product ID 7496-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 3586, serial# (B)(4), implanted: 2000 (B)(6); product type lead. (B)(6).

Event description:
It was reported that the patient¿s programmer was not working and was not powering on. The patient was not seeing any lights come on and had tried multiple brand new batteries. There was an overstimulation sensation. The patient¿s stimulation was turned up too high which she could feel in her legs and she was not able to decrease. It was noted that the problem had started on thursday prior to this report. The patient had contacted the hospital several times. It was later reported it would not do telemetry with antenna. Anomaly appeared to have occurred through product use. Additional information requested but had not been received as of the date of this report.